Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 110 reports, regarding 501 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing, qty20 was being used on 5mar24 during a total hip arthroplasty and ¿cut button stuck on the plumepen elite pencil. The button was no longer being pressed but remained stuck down. This meant that the esu continued to run and deliver energy even though the button was not being pressed. Fortunately, there was no patient burn that occurred in this case. However, this could have caused a very serious patient safety issue¿. There was no impact or injury to the patient or user. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plp2520, plumepen elite surgical smoke evac pencil, 15ft tubing,qty20 was being used on (B)(6) 2024 during a total hip arthroplasty and ¿cut button stuck on the plumepen elite pencil. The button was no longer being pressed but remained stuck down. This meant that the esu continued to run and deliver energy even though the button was not being pressed. Fortunately, there was no patient burn that occurred in this case. However, this could have caused a very serious patient safety issue.¿. There was no impact or injury to the patient or user. The procedure was completed with an alternate unknown device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.